Manufacturer narrative:
This report is submitted july 27, 2018.

Event description:
Per the clinic, the patient developed an infection at the implant site and was hospitalized for treatment with IV antibiotics (date not reported) and subsequently, the infection cleared. It was also reported that the patient underwent revision surgery to replace the magnet due to a possible magnet dislocation subsequent to undergoing an MRI. The implanted device remains.

Manufacturer narrative:
This report is submitted 02 december 2019.